Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles inside of the insulin pump reservoir and cannot fill the reservoir. The customer's blood glucose reading was between 400 to 500 mg/dl. Troubleshooting found that the customer was unsure as to the size of the bubbles but was able to prime the pump and advised customer to call back if further assistance needed.